Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral and iliac veins using an indigo system aspiration catheter 12 (cat12). During the procedure, prior to use, the cat12 was removed from the packaging and the proximal part of the cat12 near the hub was bent. The cat12 was flushed and saline leaked at the bent part. The physician then inserted the cat12 into the patient and attempted to aspirate, but the aspiration power was significantly reduced. Therefore, the cat12 was removed. The procedure was completed using a new cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01139. 1.section d. Box 1. Brand name. Results: the cat12 was kinked at the hub. Conclusions: evaluation of the returned cat12 confirmed and kink near the hub. If the device is retracted from its packaging tray at an extreme angle or is otherwise mishandled during use, damage such as a kink may occur. This damage likely contributed to the reduced aspiration power during the procedure. While flushing the cat12 with the bleach solution during decontamination, the solution was observed exiting the catheter from the kink. The cat12 was flushed with air while submerged in the solution and air was observed at the kink at the hub. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.